Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 400 mg/dl. The mother stated that when the reservoir gets down to about 20 units, air bubbles seem to form in the fine causing high readings. The customer declined to troubleshoot for high blood glucose readings and air bubbles.